Manufacturer narrative:
During cerebral arteriography, the tempo catheter dissected three cervical arteries while selectively probing the occluded arteries. No other information was provided. The product was not returned for analysis. A device history record review of lot 17981425 was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan and that there were no anomalies during the manufacturing. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed, and no determination of possible contributing factors could be made. Arterial dissection is a well-known documented potential complication of this type of procedure and is listed in the IFU as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. This does not represent device malfunction. Based on the available information there is no evidence to suggest that the event was design or manufacturing related. The DHR reviews does not suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective action will be taken.

Event description:
During cerebral arteriography, the tempo catheter dissected three cervical arteries while selectively probing the occluded arteries. The device will not be returned for analysis. No other information was provided.